Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. Patient information: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue.